Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2007; 694965 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected set screw issue on the cardiac resynchronization therapy defibrillator (crt-d). The device remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.